Event description:
It was reported that, during a routine follow up, this right ventricular lead exhibited high pacing thresholds, loss of capture and low within range pacing impedance measurements. Additionally, the patient mentioned that it has been experiencing intermittent chest pain related to pacing. It was decided to surgically abandon the lead and replace it. No further adverse patient effects were reported.